Event description:
It was reported that a user experienced low blood glucose while using the ilet with a g7 reading of 50 mg/dl and a confirmatory fingerstick of 42 mg/dl in the absence of an active cgm sensor, treated the event with approximately 50 grams of oral carbohydrates, and expressed concern that the device overcorrects. Symptoms included shakiness and chest sensations consistent with hypoglycemia. Outcomes included improvement to a blood glucose of 81 mg/dl with symptom resolution and no medical intervention or hospitalization. Investigation included device use troubleshooting and user education regarding hypoglycemia treatment. Investigation of this case revealed likely overtreatment of hypoglycemia and timing-related rebound risk, with no device malfunction identified. It was concluded that the event was related to user response to hypoglycemia and education was provided on staged carbohydrate treatment and follow-up training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.